Event description:
The patient had an uneventful novasure endometrial ablation on (B)(6) 2012. On (B)(6) 2012, the patient was seen again with a complaint of "bleeding and malodorous discharge". The physician performed an exam which was unremarkable" and the patient was "afebrile". The patient was discharged home. On (B)(6) 2012, the patient presented to the emergency room (ER) with a fever of "101.7" degree fahrenheit, "elevated blood cell count of 1,600, cervical motion tenderness and uterine tenderness consistent with endometritis". The patient started on antibiotics and had complete resolution of symptoms within 24 hours. On (B)(6) 2012, it was reported by the physician that the patient was scheduled to be discharged on (B)(6) 2012, on oral antibiotics.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were not able to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) - other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).